Event description:
Baxter infusor lv 5ml/h ref c1009k. Medication -5-fu- was properly placed in the infusion bottle, however, pt stated that while at home, no medication appeared to be flowing after attaching the IV line. Pt brought the infusion bottle back to the infusion center where the pharmacist and nurse checked out the infusion bottle and confirmed the pt's findings. Medication did not flow from the IV despite numerous attempts of attaching the IV line. Problem appears to be a defect in the infusion bottle and unk why the infusor bottle refuses to work. Apparently, pt did not receive any medication and the infusion bottle appears the hold the entire total dose still. Same device, infusor lv 5 ml/h. Another separate pt reported the balloon not emptying completely. Some medication remained in the balloon but a majority of the drug had been delivered. This event was reported on the original date, but occurred sometime during 2009. Unable to retrieve that device's lot number and expiration date. Dates of use: 2009. Diagnosis or reason for use: 5-fu 46 hr continuous IV infusion.